Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: vnotes. Event description: the account manager witnessed a vnotes surgery where all seemed to go well. The surgeon then called him 8 hours post-surgery to let him know the patient's blood pressure dropped and a uterine vessel had not sealed properly. Emergency surgery was performed and the patient is now stable. Intervention: emergency surgery performed. Patient status: stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical was performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vnotes. Event description: the account manager witnessed a vnotes surgery where all seemed to go well. The surgeon then called him 8 hours post-surgery to let him know the patient's blood pressure dropped and a uterine vessel had not sealed properly. Emergency surgery was performed and the patient is now stable. Intervention: emergency surgery performed. Patient status: stable.